Event description:
It was reported that an incident occurred with the electrosurgical unit (esu/generator) and an erbe bipolar cable (part number 21196-115, lot number 199621) during a transurethral resection of the prostate (turp). Information regarding any other accessories used and the esu settings employed was not provided. When activating, "the surgeon's finger was exposed to an electric current", but no injury occurred.

Manufacturer narrative:
The esu as well as the bipolar cable were returned and thoroughly inspected as well as tested as applicable. The findings were as follows: esu the evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In conclusion, there were no issues with the esu that would have caused or contributed to the event. Bipolar cable (note: the erbe cable was manufactured in 04/2023 and it had been subjected to 36 uses/sterilization cycles.) An inspection of the bipolar cable showed that it had completely broken-off near where the instrument would have been attached. There was corrosion at the break. A material/manufacturing defect was not apparent. Based upon the evaluation, it appears that the cable's material degraded at the connection point to an instrument due to excessive bending/tensile stress and reprocessing (note: the electrical interruption led to arcing during activation, which caused the user to perceive a current.). The bipolar cable's notes on use expressly states that the cable should be visually inspected before use and no longer be used if it was visibly damaged. No trends have been identified and erbe USA, inc. Is now closing the file on this event.